Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective printed circuit board (s board). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: screen and front panel is not activated after getting on due to defective printed circuit board (s board) lead to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's monitor was not working. The issue occurred during set up and inspection for use, before patient in the room. There was no patient involvement.